Manufacturer narrative:
The device was not returned to olympus for evaluation. Precleaning is performed by the endoscopy techs. Follow up was performed with the customer, who provided the following information. The cleaning solutions used are steris and prolystica with the minimum concentrations checked daily. The endoscope is leak tested with an olympus mu-1, then is brushed using single use olympus bw-412t brushes. The automated endoscope reprocessor (aer) used is the olympus oer pro serial numbers (B)(4) and (B)(4). No problems noted with the aer. The last maintenance for the aer was april 26, 2022. The disinfectant solution is olympus acecide-c and the minimum concentration is checked before every load is ran. The date of the last reprocessing in-service was september 19, 2022. No change in personnel since the last endoscopic support specialist visit. All personnel are trained on how to reprocess a scope. The storage practice is hanging the scopes in a hepa filter cabinet that is in its own room outside the endo surgical site. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a light white milky substance at the bottom of the control handle. The substance is located below the angulation knobs toward the bottom of the control handle. The issue was found during visual inspection. There were no reports of patient harm. Related patient identifiers: (B)(6), (B)(6) and (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed from the customer report- however, since the device was not returned to the manufacturer and the foreign material could not be analyzed, the white material was difficult to identify. No abnormality was confirmed in the method of reprocessing at the user facility. A further cause of the suggested phenomenon could not be presumed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU); operation manual: "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.